Manufacturer narrative:
Results: the report of "invalid impedance" was confirmed. The returned lead was missing an end electrode (channel one), however, despite the damage the lead was electrically tested and the remaining contact all read within specification. According to the event details the lead was not inserted fully into the extension so it would have caused invalid impedance readings; however, it cannot be determined if this occurred while implanted due to an overstress condition or during the revision procedure, as the missing electrode and extension were not returned. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-25581. It was reported the patient (B)(6) underwent surgical intervention due to the lead pulling out the extension connector. Intraoperative lead testing revealed high impedance measurements. Additionally, during the procedure the physician attempted to remove the lead from the extension; however, one contact remained in the extension connector. In turn, the physician only explanted the patient's lead and anchor. F/u revealed the patient may undergo surgical intervention at a later date to explant the extension and ipg.